Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? N/a. What surgical procedure was performed? Lar. Did the patient receive any preoperative chemotherapy or radiation? Not known were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Rnfa, very experienced where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, this question answered in event description was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Yes, failed. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? Intraop. How was the leak identified? Intraop leak test. What was observed at the site of the leak upon reoperation? N/a. How was the leak addressed? Diverted. Is the colostomy temporary or permanent? Not known. What is the current status of the patient? Not known.

Event description:
It was reported that during a colon procedure a cdh29a eea stapler was fired. When firing the washer crunched as it should. Tissue donuts were checked and intact. Removal process was then started. While removing the stapler the stapler could be seen through the lateral side of the anastomosis indicating that staples had not fully formed. Clearly the anastomosis was incomplete, so the patient was diverted to a colostomy bag. The procedure was delayed by an undetermined amount of time.

Manufacturer narrative:
(B)(4). Date sent: 05/12/2021. Additional information received: it appeared that the staples didn¿t fully form on the lateral side of the anastomosis.